Event description:
It was reported that a cartridge alarm, specifically alarm 20, occurred during the loading process of an insulin pump. There was no reported adverse impact to the customer¿s blood glucose level. The customer, assisted by technical support, attempted to load a new cartridge but was unsuccessful as the alarm recurred. Technical support decided to replace the pump, confirming it was under warranty and arranged for a replacement. The customer agreed to use multiple daily injections (mdi) as a backup therapy and understood the instructions to store the pump and return it with a prepaid label.